Manufacturer narrative:
The investigation determined the deviation of glucose results was caused by residue in the sd cartridge. This residue interfered with the sample flow and caused abnormally low results. The result report advises the operator to review results for plausibility. Stated on the instrument's result report: "ensure reference ranges match sample type. Check plausibility."

Manufacturer narrative:
This event occurred in (B)(6). Customer¿s calibration and qc were acceptable before patient testing. The field service engineer discovered the metabolite-sensitive sensor outlet tube was contaminated. He replaced the measuring chamber and the sample distributor cartridge. He cleaned the measuring chamber. He performed calibration and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable glucose results for two patients tested on a cobas b 221 analyzer compared to an unknown glucometer. For patient 1 and patient 2, the customer could not confirm if the same sample was used for cobas b 221 and glucometer testing. At 12:10 p.m., patient 1¿s glucose result on the b 221 analyzer was 0.65 mmol/l. At 12:20 p.m., patient 1¿s glucose result on the glucometer was 9.4 mmol/l. Patient 1 was treated with a glucose solution after testing. The customer confirmed no adverse event occurred. At 15:15 p.m., patient 2¿s glucose result on the b 221 analyzer was 0.76 mmol/l. At an unknown time, patient 2¿s glucose result on the glucometer was 7.0 mmol/l. The glucometer time of testing was requested but not provided. The glucose electrode lot number was 21501647 with an expiration date requested but not provided.